Manufacturer narrative:
The customer¿s biomedical engineer replaced the articulation arm to resolve the issue. The suspect arm was inadvertently scrapped prior to returning to philips for evaluation. Therefore, no failure or root cause analysis of the part could be performed. However, the ultrasound system has been returned to service with no similar issues reported. Part inadvertently scrapped prior to evaluation.

Event description:
A customer reported when going to retrieve their clearvue ultrasound system from the hallway, the monitor had detached from the hinge. The articulation arm was replaced to repair the system. No harm to the user or patient was associated with this event.